Manufacturer narrative:
(B)(4). The device has not been received for evaluation. A supplemental medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) has received the sample for investigation. After cleaning the reservoir, we tested, visually, the housing, sealings etc. No damages were found. As the product has not been delivered completely, a complete investigation is not possible. Thus, the failure air in the main pump cannot be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this, no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Event description:
It was reported that air was drawn into the roller pump. The customer presumes the air may have been drawn from the venous reservoir or between the venous reservoir and main pump. (B)(4).